Event description:
It was reported that a pt with sick sinus syndrome had a pacemaker insertion performed on (B) (6) 2009. When the physician gave the needle back to the scrub nurse, after suturing, a small piece of the needle tip was found to be missing. An x-ray of pt was completed and was unable to locate the missing needle tip.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.